Event description:
The pump was returned to the manufacturer from an unknown source with no information. The device underwent routine analysis. The device was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed a high resistance battery.